Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50cm.

Event description:
A report was received that the patient's scs system was not working properly due to possible lead fracture. It was also noted that some of the patient's impedances were bad and had inadequate stimulation. The patient will undergo a revision procedure.

Manufacturer narrative:
Product problem should also check.

Event description:
A report was received that the patient's scs system was not working properly due to possible lead fracture. It was also noted that some of the patient's impedances were bad and had inadequate stimulation. The patient will undergo a revision procedure.

Manufacturer narrative:
Correction to fu #2 MDR should have been november 23, 2017.

Event description:
A report was received that the patient's scs system was not working properly due to possible lead fracture. It was also noted that some of the patient's impedances were bad and had inadequate stimulation. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's scs system was not working properly due to possible lead fracture. It was also noted that some of the patient's impedances were bad and had inadequate stimulation. The patient will undergo a revision procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients scs system was not working properly due to possible lead fracture. It was also noted that some of the patient's impedances were bad and had inadequate stimulation. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's scs system was not working properly due to possible lead fracture. It was also noted that some of the patient's impedances were bad and had inadequate stimulation. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplement medwatch will be filed.

Event description:
A report was received that the patient's scs system was not working properly due to possible lead fracture. It was also noted that some of the patient's impedances were bad and had inadequate stimulation. The patient will undergo a revision procedure.